Event description:
Update was received that the patient was experiencing a worsening of depression.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿speech disturbance¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing headaches, altered mental status, and speech disturbances. The event involved hospitalization and additional medication. The events were assed as being possibly related to the implant procedure. No other relevant information has been received to date.

Event description:
Update was received for the patient. The reported altered mental status was noted to be recovered/resolved. The reported speech disturbances was updated to vocal cord paralysis with an outcome of recovered/resolved. The reported headaches was assessed as not related to the vns.